Event description:
Hospital case manager reported a hospitalization due to high blood glucose. Caller stated that the current blood glucose reading is 433 mg/dl. Customer experienced shortness of breath, vomiting and urinary incontinence. Customer is out of insulin due to financial issues. Diagnosed diabetic ketoacidosis. Customer was admitted to ICU. Hospital has treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.